Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of 13 cm diameter pre-operatively ruptured abdominal aortic aneurysm. The aortic neck was 27-28 mm in diameter. There was severe calcification in iliac arteries. It was reported that after the bifurcated stent graft was deployed up to the level of the contralateral gate the physician was unable to cannulate the contralateral gate due to the large aneurysm size of 13 cm and the wire was unable to get into the gate. The physician decided to finish deploying the remainder of the stent graft and snare a wire from above to cannulate the gate. When removing the bifurcated stent graft delivery system, the spindle caught on anchoring pins and pulled the stent graft 2 cm below renal arteries. A 32/32/49 endurant cuff was implanted proximally. The final angiogram showed a type ia endoleak and the suprarenal stents were not entangled; however, the physician decided to convert the patient to open repair. The patient¿s blood pressure was unstable and continued to drop and the patient later expired due to the aneurysm rupture per the physician.

Manufacturer narrative:
(B)(4). Conclusion: treatment of a patient with a pre-operatively ruptured aneurysm.